Event description:
Customer reportedly received result of 149 mg/dl on aviva system 1 and result of 75 mg/dl on aviva system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. Customer self-treated with ice cream, a muffin, and juice. Low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303165, expiration date 04/30/2012). Reference medwatch report with patient identifier (B)(4) for the suspect device used in system 2. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303165, expiration date 04/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer returned an empty vial.